Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. After puncturing the femoral vein, the brockenbrough method was performed to approach the laa. After performing contrast imaging/fluoroscopy of the laa and confirming the device size, a 30mm device was attempted. The device was deployed, but the deployment position was slightly proximal so a full recapture was required. During recapture, the was kinked and a full recapture could not be performed. The device was evaluated for release criteria and met all criteria and was released and successfully implanted.

Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. After puncturing the femoral vein, the brockenbrough method was performed to approach the laa. After performing contrast imaging/fluoroscopy of the laa and confirming the device size, a 30mm device was attempted. The device was deployed, but the deployment position was slightly proximal so a full recapture was required. During recapture, the was kinked and a full recapture could not be performed. The device was evaluated for release criteria and met all criteria and was released and successfully implanted.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman truseal access system with a dilator in the sheath. The device was bloody. Analysis of the dilator, hub/valve, tip, sheath included microscopic and visual inspection. Inspection revealed a kink in the sheath located 5.2 cm from the tip of the device. Inspection of the rest of the device found no other damage or defect with the complaint device. The watchman delivery system (wds) used in the procedure was not returned for analysis, so a lab supplied wds was used to functionally test the recapture ability of the was. The wds was inserted and snapped into the truseal, and the implant was deployed. The implant was then recaptured, and more than average force was needed to complete the recapture. The reported sheath kink and difficulty recapturing the implant was confirmed.